Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent bilateral inguinal hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2009 due to hernia recurrence, adhesions, groin pain, chronic inflammation, abdominal pain and foreign body giant cell reaction. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/3/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.